Event description:
Reportedly, the device displayed the ECG of a conscious pt as a flatline. The device was disconnected from the pt at this time. No additional info regarding the event was reported. There was no report of adverse pt affect associated with the alleged failure.